Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2025. The insertion site was abdomen. The infusion set was in use for one day. The patient had to visit emergency room due to high blood glucose level of 500 mg/dl and got treated with intravenous drip. The patient also had symptoms of dizziness and tiredness. The length of hospitalization was less than 24 hours. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.